Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and observed the reference electrode solution turned brownish with particles floating. The fse replaced the reference electrode to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) involving their au480 clinical chemistry analyzer. The low results were not reported out of the laboratory. The customer repeated the patient samples and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patients.